Event description:
Pt enrolled into the create pas trial. Post procedure the pt suffered from reported weakness, therefore, a stent/vessel thrombosis was suspected. A seizure was reported few days before the pt expired in 2009. Unk if related to the device and procedure. No further info is available. Please reference MDR 2183870-2009-00083 for protege rx used in this procedure.